Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned complaint devices, as part of this investigation. Device 1 of 3. Part# 314.463; lot# 4757549 - cannulated cruciform screwdriver visual inspection: this complaint is confirmed. All four cruciform tips are sheared off the returned screwdriver. No meaningful measurements could be obtained for pertinent features relevant to this complaint since the tips sheared off at their base. Drawing review: screwdriver assembly drawing made to revision e through current revision h and screwdriver shaft component drawing (B)(4) made to revision e / current revision e were reviewed during this investigation. No product design issues or discrepancies were observed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: patient gender was not provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: spare reamer tube for hollow reamer (part# 309.038, lot# 2670240, quantity 1). Spare reamer tube for hollow reamer (part#309.280, lot# 2028, quantity 1). Spare reamer tube for hollow reamer (part#309.280, lot# 2000015, quantity 1). Extraction bolt for 2.0mm screws (part# 309.190, lot# 2025, quantity 1). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received by the manufacturer and is currently undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device history records review was conducted. The report indicates that the: DHR review for part #314.463, synthes lot #475749, release to warehouse date: 08-jun-2004, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial surgery for a pediatric elbow fracture of the medial epicondyle, there were multiple malfunctions. During implantation of a 3.0mm cannulated screw long thread/30mm, the cannulated cruciform screwdriver tip snapped off. The tip was retrieved. A back-up screwdriver was available for use and during implantation of the same cannulated screw, the screw broke in the middle of the shaft. The surgeon attempted to extract the screw tip, (proximal), using a extraction bolt for 2.0mm screws when the reamer snapped in half. The surgeon left the screw tip in the patient. The bottom portion (distal) of the screw remained in the patient. All fragments were retrieved as confirmed by x-ray. Multiple additional x-rays were taken due to the malfunctions. There was a one hour and 30 minute surgical delay. The surgeon successfully completed surgery and implanted a 3.0 cannulated screws in a new location around the remaining (broken) screw tip. Patient is reported as okay. This complaint involves three (2) devices. This report is 1 of 2 for (B)(4).